Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection with the naked eye noted a pull ring cap not attached to the adapter. The pull ring cap was loose in the sealed pouch. The reported condition was verified. The direct cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a minicap transfer set was "loose" inside the pouch. This was found before patient use. There was no patient involvement. No additional information is available.